Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, reportedly, after the case it was noted that the device had cracked open. It was communicated that ¿no pieces cracked off¿ or fell into the patient; therefore, ¿the patient wasn¿t affected¿ and the procedure was completed with the same device. Per product history review, this failure mode has been identified. The attachment/photo image supports the complaint of device crack. Based on the information provided and no patient injury/harm or impact was alleged, no further medical assessment is warranted at this time. A visual inspection confirmed the cover is cracked on the jrn ii bcs lck fem implant impact. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during tka procedure while inside, the plastic tip in jrn ii bcs locking femoral implant impactor cracked. The surgery was not delayed. The patient was not harmed. It is unknown how was the procedure completed. No other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.